Event description:
It was reported that the patient underwent surgery for treatment of scoliosis. During the procedure, while the surgeon was using the feeler probe at t2, the tip of the instrument was broken off inside the pedicle. The broken piece was not retrieved. No further complications were reported.

Manufacturer narrative:
This is a follow up report in response to user facility. The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.